Manufacturer narrative:
Device repairs for implementation of field change order (B)(4).

Event description:
The customer reported that the information center ix display would turn black. The issue was associated with reboots occurring after january 1 2018. There was no patient incident.